Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in a mildly tortuous and mildly calcified coronary artery. After pre-dilatation was performed with a 2.0x12mm apex balloon catheter, a 2.25x12mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent was damaged. The procedure was completed with a different 2.25x12mm promus stent. No patient complications were reported.